Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, and self test. Test p-cap locks properly into reservoir compartment, however, damage was noted to the retainer ring. No blank display was noted during testing. Received pump with audio turned on in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Removing battery alarmed insert battery. No audio/vibrate/absence of alarm anomalies noted during testing. Pump's history and trace files downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms, alerts or anomalies noted during testing or in pump download history. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and the motor flex cable. During visual inspection the following were noted: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case (battery tube), corroded battery tube and cracked retainer. In summary, blank display was not confirmed. Absence of insert battery alarm or audio anomaly not confirmed. Moisture damage noted on pcb1, pcb2 and the motor flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump continue to work as no alarm for removing battery and able to delivery bolus even when the customer removed the battery. Customer stated they changed a new battery and cap for troubleshooting and unable to power on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.